Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose (bg) levels of up to 430 mg/dl over a period of one month with high levels of ketones. The customer was uncertain of the suspected cause. The customer administered humalog pen injections. The customer believed the elevated bg levels may have resulted in kidney damage. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.